Manufacturer narrative:
B3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says 2 weeks ago they got a message saying "it did not connect" and the rep got it back online and said this was about 2 weeks ago. Pt says saturday morning their back was hurting and they couldn't increase settings as they get settings not available screen. Pt was asked if this is the same message they saw 2 weeks ago and they said "yes, well it said it couldn't connect", which isn't a known screen. It was hard to get a definitive answer from the patient. It is likely the message they saw 2 weeks ago was also settings not available but could not confirm this. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider/rep to further address the issue. Additional information was received from the manufacturer representative (rep). Rep reported that when they met with the patient on (B)(6) 2025, it was found that an electrode was out. Rep made adjustments and worked around the issue. Rep's colleague met with the pt again on (B)(6) 2025 and found that another electrode was out. They stated that they made adjustments to work around the issue. The issue has been resolved.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep worked around the fractured electrodes and was still able to get the patient some coverage with electrodes that were not damaged. Surgical options were discussed but not scheduled at this time. The issue was not resolved as the rep had just programmed around the damaged leads.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were impedance/connectivity issues. High impedances were seen, greater than 40,000. The rep noted there was lead fractures and connectivity out. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.